Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing. It was also reported that the patient had a history of syncopal episodes. The lead was explanted during a routine device replacement and replaced with another manufacturer's lead. No additional adverse patient effects were reported.